Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device fired successfully several times but when they went to fire a blue 3.5mm reload, it misfired and the staples did not close completely, they had to over-sew the staple line as there was a leak noticed at that spot. An upper endoscopy was performed to confirm.